Manufacturer narrative:
The attached user facility medwatch report was received from (B)(4). The user facility number was not provided. (B)(4). The patient's pump stops and driveline repair were reported under medwatch MFR report # 2916596-2014-01507. This report is regarding the patient's expiration.

Event description:
Additional information was received from (B)(4) stating: 2 pump stoppages apparently around the bases of malfunctioning ground lead: 1st event: drive line was repaired by thoratec, 2nd event: involved syncope and head trauma (all confirmed by device interrogation). Additional information also included indicated that the patient expired on (B)(6) 2014. Primary cause of death was unknown; pt was found expired in her home. Device function normal: unknown.

Manufacturer narrative:
Device evaluation: the evaluation of the pump did not reveal a device related issue. The pump was returned with the percutaneous lead (lead) intact and the sealed inflow conduit and sealed outflow graft secured to their respective pump ports. Examination of the sealed inflow conduit, sealed outflow graft and the pump's blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The system controller ((B)(4)) was functionally evaluated and the investigation determined that the system controller was operating per design. The internal back-up battery had been depleted as a result of the system continuing to operate after the patient had expired. The system controller operated a mock circulatory system with no unusual events or alarm conditions observed. The log file was reviewed and the data contained within is consistent with the system operating until the batteries were depleted. The appropriate alarms were active within the log file for hazardous low battery and ultimately hazardous low flow before the system controller shut off due to the batteries being depleted. The system controller ((B)(4)) was functionally evaluated and the investigation determined the system controller was operating per design. There was limited data recorded in the log file as this system controller appeared to be the back-up system controller and was not used. A review of the device history records revealed that the pump and system controllers met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient reportedly had a "complication of device thrombosis". She was found at home in the afternoon of (B)(6) 2014 and was pronounced dead after brief resuscitation efforts by paramedics. The patient had been discovered by one of the hospital¿s visiting physical therapists who noted that the pump was off (the controller screen appeared blank/dark) and the batteries were depleted. Preliminary autopsy results did not reveal an obvious cause of death. Interrogation of the pump system controller log file found low voltage alarms. Interrogation of the patient's implantable cardioverter-defibrillator (ICD) showed episodes of bradycardia on the evening of (B)(6) 2014, but no other events were recorded and no therapies were delivered. The patient had presented to the emergency department with epistaxis approximately 24 hours before her death. She was treated with silver nitrate and cocaine packing; she was discharged home. Her international normalized ratio (inr) at the time was 2.8. No changes had been made recently to the pump parameters. No further information is available at this time.

Manufacturer narrative:
"Approximate age of device" is 62 days. The referenced pump exchange on (B)(6) 2014 was previously reported under manufacturer report #2916596-2014-01507. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.